Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, on the second firing of the device, upon firing a green reload (second firing of procedure), the stapler reload became difficult to remove from the stomach in which it pulled out partially from the stapler making it difficult for the surgeon to remove the device. The surgeon continued to use the stapler in normal fashion to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).